Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 3.4, lab: 1.4. Reported time between tests was 1 hour. Pt's therapeutic range is 3.0 - 3.5.

Manufacturer narrative:
Investigation pending.